Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump prompted customer to fill infusion set tubing multiple times. Additionally, it was reported that the customer performed the load fill tubing sequence while connected at the infusion set site. There was no reported impact to customer's blood glucose. Tandem technical support suggested contact and customer review the load sequence. Customer successfully resumed insulin therapy.